Event description:
Litigation papers allege the patient has suffered from excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There was no new information that would change the outcome of the investigation.

Event description:
Update (B)(4) 2013 - medical device declaration was received stating dor. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: cloudy, brown-stained fluid; brown fibrinous debris within the synovium as well as in the hollowed out back surface of the asr femoral head. Corrosion in the morse taper which was mild and did not deform or structurally compromise the taper; small osteolytic lesion. Adapter sleeve and femoral stem added to complaint.